Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter employed nurse from (B)(6) of bacterial peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. On an unreported date, the patient began remedial treatment with fortum 1gm IV two times daily, vancomycin 1gm injection once in 96hours and fluconazole 150mg tablet once daily. The root cause of the peritonitis was unknown. The outcome for bacterial peritonitis was not reported. Dianeal therapy continued. The nurse believed that the event of bacterial peritonitis with culture positive for acid-fast bacilli was unrelated to dianeal therapy.